Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed inaccurately low results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and new information obtained on (B)(6) when the patient was contacted again with questions from medical surveillance. The patient reported that the inaccuracy issue began on (B)(6) 2017, when she obtained an alleged inaccurately low blood glucose results of ¿39 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that after obtaining the alleged inaccurate result, she consumed less food/drink. She reported that an unknown time later, she developed symptoms of ¿sweats and labored breathing¿. No treatment above and beyond her usual diabetes care and management routine was reported. During troubleshooting, it was not established whether the meter was set to the correct unit of measure. The patient did not have test strips, so it was not possible to determine the test strip lot number or whether the test strips were within expiry date and had been stored correctly. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient for her comfort. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event. I.e. Sweats and labored breathing, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.